Event description:
Pt opened 10-unit bag of syringes and was stuck by needle that had no cap. The bag had been sealed prior to opening. There was no loose cap in the bag. The other syringes had caps on them. Pt is longtime diabetic with good product knowledge and safe-handling procedures.